Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's system board and machine flow sensor need to be replaced to address the issue. The device's air foam inlet filter needs to be replaced due to preventive maintenance.